Manufacturer narrative:
Results: the first jet7 had ovalizations from approximately 18.5 ¿ 23.0 cm from the hub. The device was stretched from approximately 130.0 ¿ 130.5 cm from the hub. During functional testing, the jet7 was advanced through a demonstration neuron max without an issue. Conclusions: evaluation of the two returned jet7 revealed stretching on their distal shafts. This damage was likely the reported ¿split¿ mentioned in the reported complaint. This type of damage typically occurs if the device is manipulated against resistance or if a stent retriever is manipulated within the device. Further evaluation revealed ovalizations on the first jet7 and kinks on the second jet7. These damages were likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00089.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00089.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and non-penumbra stent retriever. It was reported that the patient's anatomy was tortuous. During the procedure, the physician completed two passes in the target vessel using the jet7, neuron max, and stent retriever. Upon removal, the physician noticed that there was a split at the distal tip of the jet7. The physician resumed the procedure and completed another two passes in the vessel using another jet7 and the same neuron max and stent retriever. Upon removal, the physician noticed that the second jet7 had the same issue; therefore, it was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), the same neuron max, and another non-penumbra stent retriever. There was no report of an adverse effect to the patient.